Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information, and no further information has been provided. D10: unknown monster screws x5. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 7 weeks post implantation of a cage implant, the patient presented with drainage, erythema, and excessive swelling, and was diagnosed with a superficial infection. Patient was treated with a topical cream and noted to have resolved 4 months later. Attempts have been made and all available information has been provided.